Manufacturer narrative:
H10: manufacturer narrative: h3, h6: siemens healthineers completed the investigation of the reported event. The investigation was performed based on expert discussion considering the complaint description, customer service reports, system history, and system log files. According to the provided information, during an emergency case, no x-ray was possible. The procedure was then continued and finished using an alternative system. No adverse patient health consequences were reported for this event. The onsite service intervention revealed a defective circuit board (d510). After the exchange of the board, the system worked as intended again. Since the component has been in operation for 9 years, according to expert opinion, the most feasible root cause is a general aging effect of the d510. The occurrence rate of the aforementioned error pattern was checked. A possible error accumulation or even a systematic error, which leads to a corrective action of the installed base, could not be determined by the investigation.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported event. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed if additional information becomes available.

Event description:
Siemens became aware of a malfunction that occurred on the artis zee floor unit. During an emergency procedure, the unit was not able to release radiation. The patient had to be transferred to an alternate system to complete the procedure. We have no indications of any adverse effects on the health status of the involved persons. Siemens has requested additional information in order to conduct an investigation of the reported event.